Manufacturer narrative:
The manufacturer noted a review of the batch production record for reported lot number showed no manufacturing issues. A review of the complaint records showed no other complaints against the reported lot number. The manufacturer analyzed their own retain sample of the reported lot number by gas chromatograph (gc) and found it to meet release specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The operating console system has an auto gas fill option that is used to fill a syringe with a specified ophthalmic gas. The gas cylinder bottles must be connected per the color coding scheme indicated in the operator¿s manual and must be used with the red and blue connectors respectively. The user is required to make the appropriate selection of gas before proceeding. The operator¿s manual states: ¿the gas mix ratio guide is a tool to assist the user in calculating the syringe volume adjustments required in order to achieve the desired mixture. Note: ¿adjusting the gas mix ratio guide does not automatically fill the syringe to the desired mixture. The user must manually move the plunger to make the gas volume adjustment in the syringe after detaching the syringe assembly from the console.¿ to achieve a specific gas/air mix ratio (after the system has purged then filled the syringe with 20cc of gas), use the gas mix ratio guide as follows: move the slider on the guide to the desired percent of gas mixture. The guide displays the syringe reading that the plunger must be moved to in order to achieve the displayed percentage of gas in the syringe (18% -> 10.8 cc in the auto gas fill popup). For an 18% gas mixture, push the plunger from 20cc to 10.8cc. Then pull the plunger out to 60cc. The resulting mixture will be 18% of the selected gas. The directions for use (dfu) for the reported ophthalmic gas include cautions regarding operative complications and postoperative complications that may potentially occur. The precautions note caution should be used in eyes with angle recession, pigment dispersion syndrome, significant anterior synechiae, traumatized eyes and eyes with significant vitreous hemorrhage obscuring an adequate view of the peripheral retina. The patient must receive a patient warning card and bracelet to advise any health care provider about possible loss of vision or blindness if nitrous oxide (n20) anesthesia is administered with a gas bubble present in the eye. The patient is cautioned not to travel by plane, through high elevations or over mountain ranges until the gas bubble has dissipated. Changes in elevation may cause iop to increase, which may cause loss of vision or blindness. The patient must maintain proper head positioning following eye surgery. Incorrect head positioning may cause the surgery to be unsuccessful, or may cause glaucoma, and/or may cause cataracts. There is no evidence contained within the reported information at this time that indicates that the design or performance of the reported ophthalmic gas contributed to the event reported. No sample was returned for evaluation. A review of complaints for the last 12 months did not indicate any additional related reports for the reported ophthalmic gas. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that ophthalmic gas was used on four patients. Post operatively, the patients experienced unspecified neuropathy. Procedure details are unknown. Additional information has been requested. Additional information received clarified that four patient's experienced optic neuropathy at one-week post operative retinal procedures which used sulphur hexafluoride gas with icg eye stain. There has been no treatment provided to any of the patients whom continue to be monitored by the surgeon.